Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the reservoir had air bubbles. Customer's blood glucose was 240 mg/dl. The air bubble was reported as big. The insulin was not stored at room temperature. Customer was advised to store at room temperature to prevent gassing out with it warms in the insulin pump. Customer also reported pulling the reservoir apart while filling it a week ago. Customer declined troubleshooting. No further information reported.